Event description:
During a coronary stent procedure, the physician advanced the stent delivery system to the predilated target lesion, however, the stent was too long. During removal, resistance was encountered at the guide catheter. Upon removal, the stent appears to be damaged. No pt injuries or complications were reported. Pt status is listed as "okay".